Manufacturer narrative:
This report is submitted on january 05, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced breakdown of the skin flap which resulted in extrusion of the receiver-stimulator, subsequently the patient was treated with topical antibiotics (date not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017. This report is filed on february 14, 2017. Exemption number e2016011.